Manufacturer narrative:
Investigation findings: the device was powered up and when a rewind was attempted the device rebooted (see files section for video). The device was then opened and the motor cable was found to be installed crooked (see below). The cable was reinstalled and a subsequent rewind was able to be done successfully (see files section for repair video).

Event description:
It was reported that an ilet pump repeatedly restarted during each rewind attempt and issued a change insulin alert, indicating a malfunction during cartridge loading and resulting in a determination that a replacement device was required. No reported adverse clinical effects. Outcomes included interruption of insulin delivery and the need to transition to backup therapy. Investigation included device replacement logistics, data sync guidance, and instructions for device shutdown and return for evaluation. Investigation of this case revealed the device¿s functionality was in question. It was concluded that the device was malfunctioning and required replacement, with the original unit requested for return and analysis.